Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 03/18/2019; belt 06/27/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. It was reported that the patient was pressing the response buttons until they were unconscious. The patient's spouse then began to press the response buttons. It was reported emt's arrived and performed resuscitation efforts. Per clinical review of the continuous ECG recording, the device was started up at 21:41:44 on (B)(6) 2021. The patient was in af at 140 bpm with runs of nsvt at 180 bpm from 05:31:05 to 05:54:55 on (B)(6) 2021. The patient's rhythm transitioned to vt at 05:56:01 and then degraded to vf at 05:58:18. The lifevest detected the arrhythmias, but intermittent response button use prevented the lifevest from delivering a treatment. It was reported the patient was pressing the response buttons and then the patient's spouse was pressing the response buttons when the patient was unconscious. Detection of the arrhythmia stopped because the fundamental frequency of the vf arrhythmia fell below the physician prescribed rate threshold of 3.33 hz (200 bpm). The amplitude of the vf reduced, causing the lifevest to detect the vf as asystole at 06:02:29. The device threshold for asystole detection is when an ECG input signal falls below 100 microvolts for at least 16 seconds. This performance level is disclosed in the lifevest 4000 operators manual. The cardiac signal voltage observed was below 100 microvolts, which is under the minimum design requirement to determine the presence of cardiac signals. CPR/motion artifact began at 06:04:48. The patient's rhythm was obscured by CPR/motion artifact at the time of the device shutdown at 06:11:15.